Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon was broken. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 95 mm in length and extended from a position 7 mm proximal of the proximal markerband to 14 mm distal of the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified multiple inner shaft kinks. A visual and tactile examination identified damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x80, 75 cm gladiator elite balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon was broken. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous and severely calcified. The balloon was inflated 6-8 times and was ruptured during inflation at 30 atmospheres for 1 minute.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon was broken. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous and severely calcified. The balloon was inflated 6-8 times and was ruptured during inflation at 30 atmospheres for 1 minute.